Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: on the device, the software version 1.1.5 was installed. The device did not alarm because it did not indicate any technical errors and continued to ventilate. The vital signs were not affected. The waveform display was partially affected. The graphs were also not updated over an extended period. The partially missing display of wave-forms does not result in any harm. Additionally, numerical monitoring parameters and the corresponding alarming system were fully functional. The cause for this software discrepancy is already resolved with an upgrade to software version 1.2.1. A logfile analysis was performed but no entries in the log files regarding this situation could be found. Since the device did not alarm, no error was entered in the log file. No hardware was sent back. The root cause was determined to be a software error. In consequence the device was upgraded to the latest software version. There was no patient or user harm reported. Correction: software update to 1.2.1.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: curves and animation not visible during ventilation. No alarm or tf. Summary: only parts of the display visible.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: curves and animation not visible during ventilation. No alarm or tf. Summary: only parts of the display visible.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.